Event description:
Customer states: pt reported that the air was hot when the unit was powered on. The unit was replaced because of flare reaction on the 4 points of the skin. Each nozzle position was 47 celsius at low temperature, mid temperature, and high temperature.

Manufacturer narrative:
The manufacture date is unk as the serial number provided is invalid. The warmtouch 5200 pt warmer has been discontinued and are being replaced with a new designed warmtouch pt warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.